Event description:
After 24 hrs of iab therapy, a gas leak alarm sounded. Rn purged the pump and resumed pumping. Blood water was then noted in the pvc tubing. Upon arrival of the physician, the iab was removed and not replaced. No further complications or pt injury was reported.